Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers h11c01066 and h11a02019 with no exceptions observed related to the reported condition. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Manufacturer narrative:
(B)(4). The specific product code for the homechoice automated pd set with cassette is unknown. The brand name, manufacture and 510k however have been provided in this MDR. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 1 of 3 involved in this peritonitis event.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer from the USA of peritonitis with culture positive for (B)(6) in a patient coincident with dianeal pd4 ambuflex therapy for peritoneal dialysis (pd). During a call with baxter customer services, the following was reported. On (B)(6) 2011, the patient experienced peritonitis. On (B)(6) 2011, the patient was hospitalized for that event. Treatment was not reported and at the time of this report, the patient was recovering. Pd therapy was ongoing. The reporter did not provide an opinion of causality.